Manufacturer narrative:
The investigation is still in progress. A supplemental MDR will be submitted after investigation completion.

Event description:
The customer reported a false negative result with the ID now covid-19 assay. Per the customer, there was clinical suspicion for a positive result. Confirmatory testing was not available at the time of the report. Although requested, additional information regarding the event has not been provided. Negative results should be treated as presumptive and, if inconsistent with clinical signs and symptoms or necessary for patient management, should be tested with different authorized or cleared molecular tests. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history, and the presence of clinical signs and symptoms consistent with covid-19. Due to the risk of a false negative result leading to no or delayed treatment, the incident shall be considered reportable.

Manufacturer narrative:
Additional information: h10- testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1005752 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit 190-000/ lot 1005752 and test base part number 190-430/ lot 1005752. Quality control release testing met specifications. (B)(4). Based on the evidence available, it indicates that this device lot is performing within the statements made within the package insert related to %test agreement with the expected results by sample concentration. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.